Manufacturer narrative:
Product analysis: the device returned for evaluation with balloon folds intact with the stent unexpanded and positioned between the markerbands as per spec. There was no evidence of necking on the proximal balloon bond or distal inflation lumen. The balloon passed negative prep. The balloon was inflated to 12 atm, maintained pressure and the stent fully expanded. No other deformation evident to the remainder of the device. Correction: initial reporter name and facility street address, postal code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, inflation difficulties were encountered at a pressure of 12atm. The indeflator was replaced and the contrast was replaced and reattempted to inflated at 12 atm and the balloon underneath the stent would not open up so the stent could not be deployed. No patient complications have been reported as a result of this event.